Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the picture samples returned for evaluation. Bd received four picture samples for this incident. Visual observation of the pictures shows the needle piercing through the catheter shortly above the adapter nose. As the device shows signs of use, it is very unlikely that this defect originated during the manufacturing process, as the customer would have received the needle pierced through the catheter wall with a y-shape. If an attempt was made to insert the catheter with a y-shape, the needle would not advance into the patient¿s skin past the spear, causing excessive pain. If the catheter was speared before insertion at the length shown in the pictures, blood would not have been able to reach the tip of the catheter, unlike what is shown in the pictures provided. Based on the investigation results, the device was most likely pierced when venipuncture was performed in the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that nexiva 20ga 1.00in hf y catheter split. The following information was provided by the initial reporter: it was reported that IV needle split in two.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 20ga 1.00in hf y catheter split. The following information was provided by the initial reporter: it was reported that IV needle split in two.